Manufacturer narrative:
Consumer states that a lever on a footrest allegedly malfunctioned. Product is unknown. No specific injury has been alleged. Manufacturer of the product is unknown. A more thorough analysis would require product return. Malfunction has not been established. MDR filed based solely on alleged injuries.

Event description:
The consumer alleges his foot was damaged when a lever on the footrest allegedly malfunctioned. Although injury is alleged, details of the extent and specific injury are not known at this time. No details of product, model number or serial number have been provided.